Manufacturer narrative:
Investigation - evaluation. A review of the device history record, drawing, instruction for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that during a drainage procedure on the female patient, the drainage device began to leak at the "cam-loc". A replacement device from the same lot was opened and the procedure was successfully completed. The patient did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.